Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) on (B)(6) 2019 regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was in the hospital because they believed the patient "could be overdosing or there could be some kind of infection." The patient had been in the hospital for 4-5 days. They wanted a device manufacturer representative to come and stop the pump. They had reduced the dose already by about half. The infection symptoms were noted to be fever and the patient was "doing poorly." An infection was not confirmed. No further complications were reported.